Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with multiple non-sustained right ventricular oversensing episodes. Upon evaluation of the episodes, it was noted that they were caused by undersensing that led to competitive atrial pacing and pseudopseudo fusion. No intervention was reported. There were no patient consequences.